Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that there was some clogging of the cassette during a cataract with intraocular lens implant procedure on a dense cataract. The clogging started during capsule polishing. The staff thought it was the I/a (irrigation/aspiration) handpiece at first, so they flushed it but the issue was not resolved. They then put together the irrigation and aspiration lines and stepped on the pedal to clear the clog. They could then resume polishing with no issues. There was no harm to the patient.